Event description:
During an in-clinic follow-up, the device was found to be in backup (bvvi) mode. Technical support was contacted where they attempted to reprogram the device, however this was not successful. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The estimated implant year is (B)(6) 2020.

Manufacturer narrative:
The event of unexpected mode switch was reported to abbott and confirmed. The device was in backup mode with battery at end of service (eos) level upon receipt. Following x-ray evaluation, the device was cut-open, connected to an external power source which measured high drain current. Further analysis isolated the high current to an anomalous integrated circuit (ic) which depleted the battery. A longevity calculation was performed and found battery depletion was premature.